Manufacturer narrative:
Title: percutaneous tricuspid valve replacement in congenital and acquired heart disease citation: j am coll cardiol. 2011 jul 5;58(2):117-22. Authors: roberts pa, boudjemline y, cheatham jp, eicken a, ewert p, mcelhinney db, hill sl, berger f, khan d, schranz d, hess j, ezekowitz md, celermajer d, zahn e. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review of a study performed to evaluate the first human series of percutaneous tricuspid valve replacements in high-risk patients with congenital or acquired tricuspid valve disease. The study population included 15 patients (predominantly female, mean age 33 years), five of which received a medtronic bioprosthesis (4 mosaic valves <(>&<)> 1 hancock conduit) prior to the study, and 15 of which received a new medtronic melody bioprosthetic valve during the study. Each of the five medtronic bioprostheses implanted prior to the study (patients 2, 4, 6, 7 <(>&<)> 11) were noted with stenosis and/or regurgitation, each requiring intervention to place a new valve inside the previously implanted bioprosthesis. Among the 15 medtronic melody valves implanted during the study, three valves (patients 2, 13 <(>&<)> 14) were noted with clinical observations. No serial numbers were provided for any of the bioprostheses. Of note, melody valves implanted in the tricuspid position is considered off label use. Patient 6: this patient (female, (B)(6) years old, 110 kg) with a previous history of one tricuspid valve replacement, had a medtronic 27-mm mosaic valve implanted prior to the study which was noted with stenosis and/or regurgitation. A medtronic melody valve was successfully placed inside the previously implanted bioprosthesis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.